Event description:
It was reported that an aspiration failure occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. During the procedure, however, the catheter stopped suctioning and made a ticking sound. Another device was used to complete the procedure. There were no patient complications as a result of this event, and the patient fully recovered.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the jetstream device, jetstream hazard analysis, confirmed that the events of device noise, audible and device failure to evacuate are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: boston scientific reviewed the details associated with this case with investigation findings of previous similar events. Boston scientifics investigation found that aspiration difficulties with the jetstream catheter typically occur during insertion, procedure or withdrawal from the patient. Based on the available information, boston scientific concludes the most probable root cause for this behavior is adverse event related to procedure.